Event description:
Distributor informed our service department on the 28th of february that one of our products was involved in a case in calendar week 7 where a frontobasal fracture occured.

Manufacturer narrative:
The product involved in the incident could not be clearly identified and returned for investigation. The customer informed us that the patient had an unusually large frontal sinus. We suspect that the positioning of the skull pins in this case contributed to the reported incident. We recommend to avoid sensitive areas like the frontal sinus.